Event description:
The patient was implanted with two paracorporeal ventricular assist devices (pvads) for biventricular support. The manufacturer received a user facility report from the intermacs registry stating that the patient's rvad supporting the right ventricle was alarming with low flow. There were reportedly multiple alarms noted days preceding the event. No other information regarding this event was provided.

Manufacturer narrative:
A review of the manufacturer's device tracking records indicated that the patient had been successfully transplanted after 1.5 months of support. The manufacturer is attempting to acquire additional information from the hospital regarding this event. The attached user facility report #(B)(4) was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.